Event description:
Pt complain of cervical neck pain, headache and chills during hemo-dialysis. Pt hemo-dialysis treatment was stopped after one hour. Emergency was notified and pt was transported to (B)(6) and admitted. Pt lab reported by physician at may to have sodium of 167. Pt was discharged from facility and resumed dialysis (B)(6) 2014 with no complications.